Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was mid pigtail. Prior to the valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 millimeter (mm) and the implant depth on the left coronary cusp (lcc) was 3 mm. After the valve dislodgement the implant depth on the ncc was -2 and the implant depth on the lcc was unknown.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 26 millimeter (mm) transcatheter valve, the patient was sized for a borderline 26 mm/29mm valve. A pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. During the attempted implant, the deployment of the valve was attempted three times and recaptured three times due to the valve dislodging aortic at 80% deployment of each deployment attempt. Subsequently, the system was withdrawn from the patient, and the physician decided to upsize the valve to a 29 mm transcatheter valve. The 29 mm valve was used with a new delivery catheter system (dcs) to successfully complete the procedure. Per the physician, the patient being in between valve sizes with a smaller sinus of valsalva (sov) contributed to the dislodge. No patient complications were reported as a result of this event.